Manufacturer narrative:
Insulin pump passed prime, excessive no delivery alarm and displacement test. Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked. No unexpected excessive no delivery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump returned a no delivery alarm and the escape and act buttons were not responding properly. Customer reported that this issue had been recurring for about two weeks. Customer did not recall any significant events leading up to this error. Blood glucose level was not provided. No further information was provided.